Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "implants wore apart within the patients pip joint causing a loss in range of motion. Initial primary surgery provided short term relief but because of how they were implanted the patient lost range of motion over time as silicon replacement wore out."